Event description:
The stapler failed to fire when the resident tried to fire the stapler. Retightened and fired satisfactorily, but had a leak due to loosening and retightening. The device was discarded.